Manufacturer narrative:
The soft cannula was observed to be out of specification. No other damages were observed on the soft cannula. Despite the soft cannula being out of specification, insulin was still able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data which would indicate a failure to deliver insulin. Cracks were observed in the top and bottom housing. The cracks did not affect the device during operation.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.